Event description:
It was reported that tandem mobi pump generated cartridge alarms, and customer experienced high blood glucose with a recorded value of 410 mg/dl. Customer gave correction injection using multiple daily injections and continued to use current pump while prepared to use alternate insulin method if necessary, and technical support confirmed cartridge alarm, arranged shipment of replacement pump with updated software, provided instructions for storage mode and return of problematic pump, and advised customer to enter pump settings and reconnect continuous glucose monitor on replacement device.